Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the caller¿s reason for the call was to ask about potential issues as the ins was left on during revision procedure. The caller indicated that the right lead was revised. It was removed, replaced, and relocated as the patient was having therapy issues/wasn't getting benefit. The caller noted that no intra-op testing was performed as the patient wanted to be asleep for the procedure. The revision had occurred on (B)(6) 2018. The caller stated the ins was on and programmed but they did not know the outcome in terms of the revision being successful. The caller believed the patient would be seeing the neurologist for follow up. The lead was not be returned as it was discarded. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va19lmg, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient was not adversely affected by the ins being on during the lead revision, and there have been no therapy complaints since having the surgery. There were no further complications reported.